Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to direct stent a taxus express2 4.0x32mm drug eluting stent to the 80% stenosed lesion located in the severely calcified, moderately tortuous, mid left circumflex (lcx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the stent was deformed. The procedure was completed using another taxus stent after pre-dilatation. No pt injuries or complications were reported. Pt status post procedure is noted as stable.